Event description:
Complications: partial fraying and deposition of plastic elements into the airway from the tip of the first glidescope disposable bronchoscope used to retrieve the zephyr valves. After the valve removal, a complete examination of both bronchial trees was performed. 1. Several white specks noted in the airway and then it became apparent the white plastic covering of the tip of the disposable bronchoscope had peeled off. 2. Several of these bits were able to be suctioned and 1-2 were retrieved with forceps. 3. Unfortunately, when the ett was changed out to a double lumen ett, more of the bits of plastic material was seen during the endoscopic positioning of the tube. Therefore, the pt was re-bronched with a therapeutic scope and all visible pieces were able to be suctioned. Follow up: the company sales representative was notified of this and previously reported event [redacted] and promptly arrived at facility to begin follow up on the device/events. Internal recall done and scopes with same lot # kt 235000 pulled out of service and given to company representative. Glidescope bflex2 scopes all sizes pulled out of service for (B)(6) [respiratory department] until further notice.